Manufacturer narrative:
The navio handpiece, intended for use in treatment, displayed error and handpiece would not retract and home properly, during a procedure. The impact on the case was inconvenience and there was an equipment swap to complete the case. The device was being used on a patient during the reported event and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The handpiece did not pass the characterization test and had a high t1 max torque value. It was also noted that the snap lock nut became unthreaded from the snap lock. The root cause of this issue was found to be supplier / raw material fault.

Event description:
It was reported that, during an unspecified surgery, while burring in exposure control mode, an error came up concerning handpiece and motor. It was tried to recalibrate, but the handpiece did not retract and home properly. The handpiece was changed out with a new one to continue. Surgery was delayed, but it is unknown for how long. The patient was not harmed. The results of investigation indicate that the snaplock nut became unthreaded from the screw.